Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant medical products: dtba1d1 ICD, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited undersensing during an episode of cardiac arrest, leading to delayed detection and treatment of the arrhythmia. The patient was externally defibrillated, and the device and lead remain in use. No further patient complications have been reported as a result of this event. <(> <<)>end>